Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported balloon rupture appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a 90% stenosed, moderately tortuous, and heavily calcified lesion in the first marginal coronary artery. A 1.50x08mm mini trek balloon dilatation catheter ruptured after it was inflated to 8 atmospheres one time. The procedure was successfully completed with 1.5 and 2.0 non-abbott balloon dilatation catheters. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.